Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0139 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported during the femoral vein puncture of the patient, the dialysis catheter device was opened and a crack was found in the needle. No other information was provided.